Event description:
It was reported by the customer that the device was displaying a service wrench and had an error code in memory that indicates a potentially critical failure. There were no reports of pt use associated with this event.

Manufacturer narrative:
(B) (4). Physio-control contacted the customer to arrange the eval and repair of the device; however, the customer refused service due to cost. The device will not bee returned to physio-control for eval; therefore, further investigation cannot be performed.